Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). The device was returned for analysis. The reported stent dislodgement was able to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation determined the reported difficulties appear to be related to circumstances of the procedure.

Manufacturer narrative:
(B)(4). The xience prox is currently not commercially available in the u.s.; however, it is similar to a device sold in the u.s. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that when the stylet and protective sheath were removed from the xience prox stent delivery system (sds), the stent was noted to have dislodged and was on the mandrel [stylet]. The device was not used. There was no patient involvement. A new device was used to complete the procedure. There was no clinically significant delay in the procedure. No additional information was provided.